Event description:
Patient reported right side "signs of rupture . With deformation of the prosthesis and periprosthetic fluid structures" . "After direct trauma". Distributor further reported capsular contracture baker grade iii. The event of rupture is not device related. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued date of birth (B)(6). Imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: suspected rupture. Photo evaluation: visual analysis of the photographs identified: rupture-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Refer to (B)(4): covid-19 quality plan complaint handling.